Event description:
It was reported during an ion endoluminal lung biopsy procedure, the patient had a ¿cardiac event¿, and the procedure was aborted. Intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: while under general anesthesia, the patient had a complete heart block. The catheter inserted into the patient at that time but was not touching the heart. The patient was also hypotensive at this time and based on anesthesia's assessment, 1 amp of epinephrine was given. According to the physician, this resulted in the patient developing supraventricular tachycardia and subsequently ventricular fibrillation cardiac arrest. The patient received 1 round of advanced cardiac life support (acls) and return of spontaneous circulation was obtained. The patient was then admitted to the ICU and hospitalized for 4 days. He underwent a full cardiac work-up during hospitalization and his echocardiogram revealed a significantly depressed ejection fraction (ef). The patient underwent a cardiac catheterization the next day which was unremarkable. He was offered a defibrillator which the patient refused and will follow- up with cardiology in the outpatient department. The patient did not have a prior cardiac history and the cardiac arrhythmia during the procedure was the first presentation of heart disease. The doctor suspects that the patient had undiagnosed underlying cardiac disease which was precipitated by the anesthesia protocol used for the procedure. Per the physician, the anesthesia protocol used was ¿fairly demanding¿ with high tidal volumes and high positive end expiratory pressure (peep). The patient also had a previous history of chronic obstructive pulmonary disease (copd) and opioid dependence which the doctor thinks contributed to the cardiac events. The doctor stated that the ion product did not contribute to the intra-procedural complications. The doctor was able to obtain 2 samples prior to the event which did not result in a diagnosis.

Manufacturer narrative:
Based on the current information provided, the physician believes that the cause of the intra-procedural complication is due to the patient's underlying heart disease, anesthesia protocol, copd and opioid abuse. There is no allegation that a malfunction of an ion product cause or contributed to the cardiac events. If additional information related to this complaint is obtained, the record will be reopened for further evaluation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The system logs for the event date (B)(6) 2022 were not available as of this time of the report, hence, no log review for this procedure has been performed. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient had cardiac arrhythmia issues and went into cardiac arrest. The patient was successfully resuscitated and admitted to the ICU post procedure. He was hospitalized for 4 days. Upon further investigation, the patient was found to have underlying cardiac disease. The doctor stated that the anesthesia protocol used for the procedure, history of copd and substance abuse caused the cardiac events. There was no malfunction of an ion product that contributed to the intra-procedural complications seen.